Manufacturer narrative:
Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of separation inserter from tubing with lot #9135947 regarding item #383512. No physical samples were not received for testing and evaluation; two photos were submitted for evaluation of this incident. Photo 1 displayed a nexiva 22ga winged adapter and straight port adapter with attached extension set with a biohazard bag. Photo 2 displayed nexiva 20ga package top web (label) with the bd logo, ref no., description, lot number and the expiration date) photo one displayed a separation of the extension set from the winged adapter at the clear port. Bodily fluids were present in the area of the clear port. Based on the evaluation of the submitted photo the defect separation inserter from tubing was identified and confirmed, was confirmed. The photo displayed the winged adapter was separated from the extension set. Investigation conclusion: photo one displayed a separation of the extension set from the winged adapter at the clear port. Bodily fluids were present in the area of the clear port. Based on the evaluation of the submitted photo the defect separation inserter from tubing was identified and confirmed, was confirmed. The photo displayed the winged adapter was separated from the extension set. Root cause description: the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well.

Event description:
It was reported that separation was found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported that the extension tubing fell off of catheter. It was clarified that the tubing was adhered to the external portion that it should have been inserted to. Extension tubing fell off of catheter. Just for clarification. The tubing didn't fall off the device. It was adhered to the external portion that it should've been inserted into."